Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through implant patient registry by our affiliates in (B)(6), two months and four days post implant of a 29mm sapien 3 valve in the tricuspid position, the valve was explanted and a 33mm perimount magna mitral ease was implanted.

Manufacturer narrative:
Further investigation of this event revealed this event was previously reported by edwards lifesciences under manufacturer report no. 2015691-2018-01792 and 2015691-2018-01793. As such, the information submitted under manufacturer report no. 2015691-2018-03184 is a duplicate report. The investigation of the event will remain under the original reports, manufacturer report no. 2015691-2018-01792 and 2015691-2018-01793. A corrected supplemental is being submitted.